Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a carotid artery treatment procedure stent deployment difficulties occurred. The 3x20mm, 80-90% stenosed lesion being treated was located in the severely calcified and severely tortuous left internal carotid artery. Vascular access was gained via the femoral artery. During deployment the distal part of the stent did not open. The physician re-constrained the partially deployed stent and removed it. The case was successfully completed with a 9x30mm carotid wallstent. No complications were reported and the patient status is listed as fine. Analysis found a shaft break.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent was partially deployed by 15mm. There was dried blood along the shaft and a break was noted in the outer sheath at 3mm distal to the shrink tubing. The shaft was also kinked at this location. The outer sheath was accordioned distal to the outer sheath break. During analysis it was not possible to retract the outer sheath and fully deploy the stent due to the outer sheath break and an attempt made to retract the outer sheath by hand failed. The shaft was dissected proximal to the monorail exit and the inner lumen and stent were withdrawn from the outer sheath. A slight resistance was noted during withdrawal of the inner lumen and stent that was most probably due to the dried blood along the shaft. No issues were noted with the profile of the deployed stent or the inner lumen that would have contributed to the complaint reported. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).